Event description:
"Crew was preparing to load pt into ambulance on ferno stretcher. When equipment was put into "load" position, the foot and wheels collapsed causing foot end of stretcher to strike the ground. Pt complained of lower back pain which was not the original complaint. Crew states stretcher lock was in place and hand not been disengaged by either of them. Pt was transported to ER for eval of original complaint and low back pain complaint. Unk if pt was admitted.

Manufacturer narrative:
(B)(4). Based upon the event description supplied by the original reporter, MFR is reporting this incident.